Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose in the 320 mg/dl range at the time of the incident. The customer had car accidents due to lows and highs. The customer used food to treat the lows. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported other low blood glucose levels of below 80 mg/dl. The customer was using a competitor's sensor system. The insulin pump will not be returned for analysis.